Event description:
It was reported that the preloaded multifocal intraocular lens (iol) optic broke, and a fragment was observed floating in the eye following implantation or application. It was stated that that they are unable to return the product for investigation. No further information was provided. The issue was reported with two lenses. This report is two out of two. A separate report will be submitted for the other lens.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a. If implanted, give date: unknown, information not provided. Section d6b. If explanted, give date: not applicable, as there is no indication that the device was explanted. Section e1: first name: unknown, information not provided. Section e1: last name: unknown, information not provided. Section e1: email address: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.